Event description:
Clinical study. Same case as MFR # 6000089-2004-00823. Three days after a coronary drug eluting stenting treatment procedure, a sub acute thrombosis occurred. The pt was enrolled in the program in 2004. Target lesion 1 was identified in the 1st right posteriolateral (rpl) with 85% stenosis and a reference vessel diameter of 2.5mm. Target lesion 1 (rpl) was treated with pre-dilatation and placement of a 2.5 x 12 mm taxus express2 8.8% stent. Residual stenosis was 30% following post-dilatation. Target lesion 2 was identified in the proximal right coronary artery (rca) with 70% stenosis and a 3.0 mm reference vessel diameter. Target lesion 2 was treated with placement of a 3.0 x 16 mm taxus express2 8.8% stent. Residual stenosis was 0%. During this procedure, successful balloon angioplasty was also performed on a critical stenosis at the anastomosis site of the svg to rpda. The pt was discharged the following day. The next day, the pt developed sudden onset chest pain. This persisted throughout the day and the pt finally presented to the e.r. The pt was admitted the following day. In the ER, EKG showed sinus rhythm with nonspecific t wave abnormalities and borderline increased st depression as compared to earlier tracings. The pt was observed over the weekend and was taken back to the cath lab 3 days later. Angiography revealed: lvef 50% with focal akinesia of the inferobasal wall segment, lima to lad - intact with moderate diffuse disease in the lad beyond the insertion, lad - bidirectional flow, lcx - diffuse disease beyond the graft, svg to om - satisfactory caliber with good runoff into the recipient vessel, svg to rpl1 - known occlusion at origin, svg to rpda - patent, rca (target vessel) - widely patent stent in the proximal portion; however, the rpl1 was now occluded at the site of stenting. It was assumed that the vessel had been occluded for 4 or more days and, given the fact that the pt was now pain-free, it was decided medical treatment was indicated. The investigator felt the benefit of intervening upon this vessel after the pt had probably completed a small inferobasal mi was minimal. During this hospitalization, the pt displayed evidence of av dissociation with p wave marching consistent with complete heart block. The pt had a pacemaker placed 3 days later. The pt was discharged in stable condition the following day.